Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procodes: hwc. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported from the agency that on (B)(6) 2023, the patient underwent orif with the plate in question. The product in question was damaged when the plate was cut, not during bending. The cutting section is the tip of the t-shape, the right end of a row of three holes. The surgeon commented that he used it outside the scope of application. The surgery was completed using an alternative product. The surgery was successfully completed. Patient status/ outcome is stable. This report is for one (1) locking t-plate 1.3 he 3ho shaft 5ho l26. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for sterile finished lot number, and no non-conformances were identified. Product code: 04.130.152s. Lot number: 765p575. Manufacturing site: mezzovico. Release to warehouse date: 04 may 2022. Expiration date: 01 apr 2032. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that locking t-plate 1.3 he 3ho shaft 5ho l26 had one hole of the head and on hole from the shaft broken, all the fragments were returned for examination. No other issues were found. A dimensional inspection for the locking t-plate 1.3 he 3ho shaft 5ho l26 was not performed as is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the locking t-plate 1.3 he 3ho shaft 5ho l26 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.